Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with prolapsed leaflets, pre-existing flail, small left atrium, and suboptimal puncture height. A mitraclip xtw was inserted and grasping was performed. However, due to restriction in height, the clip was under straddled. Difficulties visualizing the clip occurred, and during independent grasping, one gripper was not functioning as intended, and issues with grasping and capturing the leaflets occurred. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed from the patient. While outside the patient, the clip was examined, and chordae was observed to be twisted around the clip. It was not confirmed if the clip had been caught in chordae. One new clip was then inserted and implanted, reducing mr to a grade of 3+. There were no adverse patient effects and no clinically significant delay in the procedure. The patient was reported to be discharged.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.